Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's implantable neurostimulator (ins) would not charge. No symptoms were reported. Additional information was received from a patient (pt). It was reported that the patient called back and had difficulty hearing agent. Patient mentioned they forgot to take their equipment on vacation and now their implant wouldn't charge. During the call patient got a range between 30 - 51 on passive recharge. Agent reviewed passive recharge information and reviewed paddle placement but agent was unsure that patient could hear agent. Patient requested to meet with a representative at the doctor's office to troubleshoot. Agent redirected patient to their healthcare provider (hcp) to address the issue.